Manufacturer narrative:
(B)(4). Device is awaiting evaluation. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm during set up for a patient infusion in the medicine west unit (drug, volume, rate, and dose are unknown). The patient was connected, however there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were not reproduced due to an unrelated issue. The reported downstream occlusion alarms were verified through a review of the event history log and found to be caused by continuity across the ultrasonic crystal. The upstream sensor containing the crystal was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.